Manufacturer narrative:
The insulin pump had an unresponsive buttons due to moisture damage on keypad trace. We were unable to verify the excessive no delivery alarm due to keypad damage. No number ramping or scrolling on display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.